Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that at the beginning of surgery, no phacoemulsification was experienced. The system and the phaco handpiece were switched out to complete the case. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The company representative visited the confirmed that the handpiece functioned to specifications. The system was manufactured on july 18, 2011. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was manufactured on february 24, 2016. Based on qa assessment, the product met specifications at the time of release. The system and phaco handpiece were found to meet specifications. Therefore, the root cause of the reported event cannot be established. (B)(4).